Event description:
It was reported that the electrode impedances were high in all leads, but the therapy impedance was 1348 ohms and 1.374 ma. It was stated that "this seemed a little low". It was stated that "it just read high without a number" when they checked the electrode combinations. It was stated that the patient was "having symptoms" on the left side and the left lead was the "suspect" lead. It was reported that this "seemed odd". There was no further information about what the patient's symptoms were. It was stated that there was no known incident or accident related to this complaint.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).